Manufacturer narrative:
The device was returned to omsc for evaluation but the evaluation is still in progress. Omsc reviewed the manufacturing history of the device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information is provided, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the user facility noticed that the rubber part on the angulation control lever of the subject device was missing during a reprocessing right after a therapeutic procedure. The user facility thought that there was a possibility that the rubber has fallen off in the patient's body because the rubber part was not found in the reprocessing room and the operation room. They conducted additional inspection using x-ray for the patient but the rubber part was not detected within the patient. There was no patient injury associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide the evaluation result for the subject device by olympus medical systems corp. (Omsc). The evaluation confirmed a rubber part (cover) of the angulation control lever was missing. The evaluation also confirmed that the adhesion glue for bonding the cover was remained and the glue was applied to the bonding part of the angulation control lever. The exact cause could not be determined, but it was surmised that the rubber likely detached due to the degradation of the glue during repeated reprocessing. . The instruction manual of the subject device already states; ¿inspect the control section, video connector, and light guide connector for excessive scratching, deformation, loose parts, or other irregularities.¿